Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that piece of clear plastic piece on reservoir and rubber piece falls out from the reservoir compartment. Customer stated that reservoir was not able to lock in place. Customer¿s blood glucose was unknown at time of incident. Customer advised to discontinue use of insulin pump. Insulin pump will be return or analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, broken reservoir tube lip, cracked case at battery tube side, cracked keypad overlay at select button and minor scratched lcd window.